Event description:
It was reported that the user contacted support because the ilet was dosing frequently without meal announcements, accompanied by increased insulin usage. The user was guided through a factory reset due to inconsistent meal announcing. The event was associated with an improper or incorrect procedure related to missed meal announcements and involved the user interface. Symptoms included hyperglycemia with a peak glucose of 282 mg/dl. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions regarding meal announcements, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.